Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca) with a right femoral artery retrograde approach, a 6f angio-seal sts plus was deployed with no complications. Four hours later, the patient complained of right leg pain below the level of the knee. An occlusion was diagnosed at the level of the trifurcation of the popliteal artery. The patient underwent surgical intervention with successful removal of the occlusion. It is not known if the anchor was present in the removed occlusion. The patient's status was reported as good. The implant, explant, and event dates are unknown.

Manufacturer narrative:
No product was returned for evaluation. A device history record review was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.